Manufacturer narrative:
The serial number has not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This report is being filed on behalf of livanova (B)(4). The serial number of the device used during the patient's procedure was not provided. Through prior follow-up communication with the customer, livanova (B)(4) has learned that the heater-cooler devices have been removed from service as necessary. The customer stated that the cleaning protocols have been followed according to the instructions for use (IFU) and the units were placed within the operating room during use. The contact stated that the units at the facility have not and will not be tested for contamination. It is unknown if the reported infection is related to the use of the heater-cooler device. Due to on-going litigation, the customer cannot release further information related to the status of the devices or patients. No further investigation is possible. Livanova (B)(4) has initiated a CAPA to investigate this type of issue. Device availability is unknown.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5070015) stating that a patient developed a mycobacterium chimaera infection after undergoing an aortic valve and hemarch replacement procedure that involved the use of a heater-cooler system 3t.